Manufacturer narrative:
Corrected data: d4: unique identifier number: (B)(4). Claim# (B)(4).

Manufacturer narrative:
Patient weight, ethnicity and race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.00/1.0/095 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens was too small. It was the surgeon's preference to change the lens. The lens was replaced with a longer lens and the problem was resolved. The status of the eye is good.